Manufacturer narrative:
(B)(4). The dexcom g4 continuous glucose monitoring system user's guide states: sensors may fracture on rare occasions. If a sensor breaks and no portion of it is visible above the skin, do not attempt to remove it. Seek professional medical help if you have symptoms of infection or inflammation, redness, swelling or pain at the insertion site.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced a detached sensor wire allegedly retained in the patient's skin. The sensor was inserted at the leg on (B)(6) 2017. Patient reported feeling discomfort upon insertion. Patient removed sensor and didn't see any sensor wire under sensor pod. Patient felt pain in her leg. Patient went to emergency room (ER). Patient was advised to leave the wire in the body and live with it. The pain in the leg did not subside. Patient made an appointment with a doctor at a regional medical center and had the sensor wire removed on (B)(6) 2017. Patient was prescribed an antibiotic; name and date of prescription unknown. At the time of contact, patient is doing well. No additional event or patient information is available. No product or data was provided for investigation. The reported issue could not be confirmed. The root cause could not be determined. The sensor was inserted into the leg. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.